Event description:
It was reported that the swivel end detaches and breaks upon insertion. No harm or injury to the pt was reported. This was deemed a serious malfunction because of the possible danger of a broken piece of the loop rod falling into the abdominal cavity during the surgical procedure when the stoma is created which could required medical intervention to prevent serious injury. Reported to the FDA on (B)(6), 2012. FDA registration number. Reporting site (spec developer): (B)(4).